Event description:
Customer reportedly received the following results on the aviva system, compared to a professional device, within 10 minutes: 487 mg/dl (aviva) and 183 mg/dl (emt meter). No actions taken based on device results. Customer was taken to the hospital and treated with an IV (contents not provided). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.